Event description:
It was reported that over the last two weeks with the permanent implant the patient had been experiencing pain in the rectum. The patient also had a urination problem (not related to stim as far as he knows now). The patient had blood in his urine and currently had a catheter in. The patient wanted to get the urinary issue taken care of before changing anything with programming. The patient was leaving stim at 0.0 as that was most comfortable for him. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va09vza, implanted: 2013-(B)(6), product type lead. (B)(4).